Manufacturer narrative:
H2) concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, version #: 2.0.1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that as per the latest information provide in the global complaint handling system on 2024-sep-01 that, "[the field representative (rep) reset all network configurations and recreated the network nodes on both sides of the system, both the system itself and the electronic picture archiving and communication systems (pacs) server. The issue was resolved.]", this appeared to be a pacs/network configuration issue from the site side, this did not appear to be software related. Non-sw issue per case comments. Previously submitted medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736356, version #: 2.0.1, ubd: , UDI#: h3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14 g2) foreign country: india medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the electronic picture archiving and communication systems (pacs) were not working. There was no patient involvement. Additional information was received. The site encountered an issue where the digital intercommunication of medicine (dicom) query and retrieval functionality were not working to obtain patient data from the pacs server. The field representative (rep) reset all network configurations and recreated the network nodes on both sides of the system, both the system itself and the pacs server. The issue was resolved.